Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: the device was not returned to olympus for inspection and the reported failure was confirmed on site. In addition, the following reportable malfunctions were identified during the on-site device evaluation: flushing pump not working. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flushing pump not working, component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump had a damaged pump head and air leakage from the foot switch during cleaning and disinfection. There was no report of patient involvement or user injury associated with this event.